Event description:
The customer reported that a rubber bumper fell down during a surgery, due to collisions with the light's spring arms. The bumper fell directly to the floor, without contacting the patient, staff or instrumentation. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
A maquet service technician inspected the lighting configuration and found no issues with the bumper. He re-installed the bumper, secured it to the device and returned the unit to service. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powerled series operating manual includes a verification of all the covers during yearly maintenances. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.